Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was not making a noise on vibration. Customer¿s blood glucose was unknown at the time of incident. Customer reports they did not hear beeps when audio volume settings were saved. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device received with same audio tone when switching from volume 5 to volume 1, pump error 63 was present in the device trace download and pump error 63 alarmed during self test due to broken trace at pin on keypad assembly.